Manufacturer narrative:
This report is submitted on november 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted (date not reported) in order for the patient to upgrade to a newer technology.